Manufacturer narrative:
(B)(4).

Event description:
The patient had two extensions from the same lot. Device 2 of 2. Reference MFR report #: 1627487-2016-03523. It was reported the patient could no longer feel the stimulation in the lumbar area. An impedance check showed all impedances to be normal. An x-ray was performed and revealed one of the extensions was pulled out of the ipg header. The doctor believed it was due to the set screw. As a result, the extension and ipg were both explanted and replaced on (B)(6) 2016.